Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02346 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6), 2012 during a bleeding sigmoid anastomosis procedure in the colon. According to the complainant, during the procedure the clips would not deploy and release from the delivery system. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was fully deployed and not returned. The control wire was separated per design. Additionally, there was a kink in the control wire. The complaint of clip failed to release from catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02346 addresses the other device. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used on (B)(6) 2012 during a bleeding sigmoid anastomosis procedure in the colon. According to the complainant, during the procedure, the clips would not deploy and release from the delivery system. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.